Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient heard an alarm due to high impedance from a "broken" lead. It was also reported that approximately 1.5 years ago, the patient "blacked out" due to a "broken" lead. The patient has noted pain and suffering. The leads were removed and replaced. No further patient complications have been reported as a result of this event.